Manufacturer narrative:
Result and conclusion: simulated use testing was performed on devices from the same lot as that reported herein (B)(4). No abnormal results occurred during the simulated use testing.

Event description:
Treatment of right common iliac using 7fr sheath and 0.035" guide wire. Device prepared per IFU and inserted into pt. Inflated to 8 atm for 1 minute. Performed capture process fast, pulled back and encountered resistance/became stuck in sheath. Corrective procedure followed, per IFU, but resistance was encountered again. The physician removed device and sheath together, but this caused the incision site to increase in size. It was noted that the balloon seemed to be folded, accordion-like over the distal end of the sheath. The physician continued and completed the procedure with another device and repaired the arterial puncture site using surgical procedures.